Event description:
A malfunction code was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after following these instructions, the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue reappeared.